Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v464758, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that a manufacturer's representative checked her implant 2 weeks ago and confirmed that she needs replacement since the battery had depleted. The patient is to have replacement (B)(6). The patient could not remember her doctor's name or when the implant stopped working, other than she peed in her pants a lot. The patient was dealing with cancer and having chemo therapy. Information from the healthcare provider noted that there was not a 50% or greater symptom reduction. The event cause was determined. The generator from 2007 was dead. The patient experienced a loss of therapeutic effect and a loss of stimulation. The patient was scheduled for bilateral lead placement and new generator if greater than 50% improvement. See also manufacturer's report # 3004209178-2014-18100.

Event description:
It was reported the patient had no stimulation sensation. She stopped feeling stimulation for 4 months and her symptoms have returned. If she doesn't get to the bathroom she wets her pants. The patient has not been able to sync with the programmer for the last 2-3 weeks. Tried to sync with and without the antenna and they were getting the question mark. The patient mentions she had breast cancer but it's gone now. Reportedly, the patient never had therapeutic effect. The patient reports a shocking or jolting sensation. It was reported two weeks later that the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014 and (B)(6) 2014. Surgery was noted on (B)(6) 2014 but unclear reason for the surgery. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.